Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement device to resolve the reported issue. The root cause could not be established.

Event description:
The customer contacted stryker to report that their device's shock button did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was returned to stryker evaluation. The reported issue was unable to be confirmed. The root cause was unable to be determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device's shock button did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.